Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alerts after attempting to charge the pump, despite plugging the pump into multiple power sources. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) was 152 mg/dl. Upon follow up, the customer reported that the pump successfully began charging. The customer continued to use the pump for insulin therapy.